Manufacturer narrative:
(B)(4).

Event description:
The patient's husband stated that the patient's results from the coaguchek xs meter serial number (B)(4) are questionable. On (B)(6) 2017, the patient was scheduled for dental surgery for an implant. Prior to the surgery, the customer tested on the meter and the result was 2.3 inr. The patient did not use alcohol on her finger prior to sticking her finger for the sample. The patient stated that the doctor wanted her inr to be below 2.7 inr in order to do the surgery. During surgery, the patient had excessive bleeding. The patient received the following treatment for the bleeding: cauterization, amicar rinse, and collagen packed into the tooth. The patient had to return to the doctor the same day and the next day since she was still bleeding. The doctor stated that the meter result of 2.3 inr could not have been correct because of the amount of bleeding that was occurring. The patient believed the meter result to be incorrect. The patient's current condition is fine. The physician did not change the patient's medication based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient tests every two weeks unless her inr is out of range. Sometimes the patient will test weekly or as often as appropriate. The patient is not anemic, does not have antiphospholipid antibodies, and does not have lupus. The patient does not take direct thrombin inhibitors. The patient had no changes in warfarin dosage. The patient has had no changes in diet, no new medications, and no new illnesses. The patient does not have any special or unusual diet. The patient has normal bruising due to being on warfarin. The patient has not received treatment for bruising. The patient's product was requested for investigation and replacement product was sent to the patient. The patient did not have any remaining test strips available to return. Relevant retention test strips (lot 194492-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient was treated with aspirin and warfarin. An increased and prolonged bleeding after invasive procedures such as dental implants are unwanted, but otherwise normal side effects of anticoagulation, especially in the case of combination of 2 anticoagulants. The bleeding as described is not contradictory to an inr of 2.3. Also, no comparison measurements were performed. The result of 2.3 may have been correct.

Manufacturer narrative:
The patient's meter was provided for investigation. The returned meter was tested with retention controls, a retention battery, and master lot test strips (lot 124158-80). Results: qc #1: 2.5 inr, qc #2: 2.6 inr. Results: the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.2-3.4 inr) all measurements were without error messages. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.